Event description:
A (B)(6) patient was able to dislodge the center of the microclave b3300 needless connector, (ICU medical). The center was dislodged from the device, but not completely removed. ICU medical notified by our corporate department. Diagnosis or reason for use: device goes on the end of all our catheters.